Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a previously implanted valve (manufacturer unknown), the valve dislodge. The cause of the dislodgement was not clear to the heart team; the nosecone of the delivery catheter system (dcs) may have caused the dislodgement, however it is possible the valve may have migrated towards the aorta as well. The scene was not filmed on fluoroscopy. The valve was snared into the ascending aorta. A second transcatheter bioprosthetic valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: seven static images and a mpxr questionnaire were provided for review of the event description above. The evolut was deployed in a failed surgical valve at what appears to be an appropriate depth and did not dislodge upon final release. Of note, the delivery catheter system was still across the valve. The evolut dislodged aortic for reasons not fully evident since it was not captured on fluoroscopy. The dislodged valve was snared to the ascending aorta and a new valve was deployed. The dislodgement most likely occurred during the delivery catheter system removal. Medtronic recommends caution while withdrawing the delivery catheter system to minimize interaction with the evolut frame. Even though the delivery catheter system removal was not recorded, it appears that it was the most likely cause. Of note, prosthetic valve migration/embolization is listed as a potential adverse event in the evolut r instructions for use (IFU). The root cause of the valve dislodgement cannot be determined with the information available. However, in this case, the image review shows that the dislodgement most likely occurred during the delivery system removal. Dislodge events are typically not related to a device malfunction. It was reported that a decision was made to snare the valve into the ascending aorta; though use of a snare to reposition the valve after deployment is complete is not recommended per the IFU medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.